Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 28mm amplatzer amulet left atrial appendage occluder (laa) was successfully implanted. About 2 to 3 hours post deployment, the occluder embolized. The patient went into the catherization lab where the device was snared and removed without any complications. No patient consequences were reported.

Event description:
It was reported that on (B)(6) 2022 a 28mm amplatzer amulet left atrial appendage occluder (laa) was successfully implanted. The dimensions of the defect were minimal os = 25; maximum os = 33; minimal lz = 13; maximum lz = 24. The sizing of the device was determined using echocardiogram and angiogram. The patient remained hemodynamically stable throughout the procedure. About 2 to 3 hours post deployment, the occluder embolized into the descending aorta the patient did not present with any symptoms. The patient went into the catherization lab where the device was snared and removed without any complications. The cause of the embolization was unknown. No additional information was reported.

Manufacturer narrative:
An event of device embolized into the descending aorta was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.